Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report unexplained high blood glucose levels. The customer's blood glucose levels ranged from 180 to 500 mg/dl. The customer treated with the insulin pump. Through troubleshooting it was found that the customer received a low reservoir alarm. The customer reported that the insulin pump fell. The customer was advised to change the entire set, reservoir, and insulin and treat per their healthcare provider's instructions. The product was not returned for analysis.